Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, user noted that patients were not crossing. Each single medication had to be added when the item should be issued. No item was shown for patient ID: (B)(6)3 admitted on (B)(6). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing. A technical support specialist found an istop error on the qs1 side was preventing adt messages from being sent. Once the error was resolved, patient records began processing successfully again as expected. The system functioned as intended after the technical support specialist troubleshot the device.